Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon movement occurred. The target lesion was located in an arteriovenous fistula of the antebrachium. The 6.0 x 20/40 sterling over-the-wire balloon catheter was advanced to the lesion. Upon the first inflation attempt, the balloon moved out of position while inflated to unknown atmospheres. Further inflation attempts produced the same results, with the device moving out of position both proximally and distally. The number of inflations and to what atmospheres is unknown. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as `good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed blood present in the balloon and distal outer. An inflation device was used to pressurize the balloon to its rated burst pressure (rbp). Visual and microscopic inspection revealed no damage or abnormalities regarding the balloon. A thorough inspection of the remainder of the device revealed the distal tip was flared. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon movement occurred. The target lesion was located in an arteriovenous fistula of the antebrachium. The 6.0 x 20/40 sterling over-the-wire balloon catheter was advanced to the lesion. Upon the first inflation attempt, the balloon moved out of position while inflated to unknown atmospheres. Further inflation attempts produced the same results, with the device moving out of position both proximally and distally. The number of inflations and to what atmospheres is unknown. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was reported as `good'.